Event description:
It was reported the device was going through batteries and would not power on. The device was returned for repair and calibration.there was no patient involvement.

Event description:
It was also reported the battery had gotten hot.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were corroded, the ring cover was broken and contaminated, the lead flex cover was corroded, the display was corroded, the main printed circuit board was corroded, the encoder flex was corroded, the battery flex was corroded, and the heart lead flex was corroded. (B)(4).